Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 500 mg/dl, 350 mg/dl, 351 mg/dl, 400 mg/dl. The customer reported that they had received the insulin flow blocked alarm. Troubleshooting was not done for high blood glucose and performed for insulin flow blocked alarm. The customer reported that they had tried all the remedies. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.